Event description:
The haptic was bent after being placed in the delivery device. It was noticed upon insertion of the iol into the pt's eye. The incision was enlarged and two sutures were required to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00198 for the delivery device used with this intraocular lens.